Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing no image was displayed on the subject device. The service department of olympus (B)(4) checked the subject device and found that the lcd panel was broken. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc confirmed that the subject device had passed 7 years and 6 months since it was manufactured. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the aging degradation.